Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: bone overheating and ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.